Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters; write to locked ram caused a por on (B)(6) 2011 at address 16 e9. Por severity: low. The device should be able to fully recover after the reset. The device was not returned, but diagnostic information is consistent with reported event.

Event description:
It was reported that the device had a power on reset (por). The device was reprogrammed and is still in use. No patient complications have been reported as a result of this event.